Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagnla experienced a plunger that was loose/fell out/separated during use. The following information was provided by the initial reporter: the plunger loses itself from the stopper, and leaves the syringe barrel.

Manufacturer narrative:
H.6. Investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer provided a photo of syringes from lot 9266930, as well as a video of demonstrating the alleged defect. Consumer reported the plunger loses itself from the stopper, and leaves the syringe barrel. After reviewing the provided video, it was observed that the plunger rod was separated from the rubber stopper. The user demonstrates that when the plunger rod is reattached to the separated rubber stopper, the plunger rod assembly moves properly within the barrel. Bd was able to confirm the customer¿s indicated failure based on the video received. A review of the device history record was completed for batch # 9266930 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200848808] noted that did not pertain to the complaint. Root cause: l2l dispatches #80116 was created for air in silicone line.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagnla experienced a plunger that was loose/fell out/separated during use. The following information was provided by the initial reporter: the plunger loses itself from the stopper, and leaves the syringe barrel.